Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of jubpf308 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (jubpf308) have been reported from the same (B)(4) facility.

Event description:
It was reported that statlock device was found to be peeling away from patient's skin. It was stated that this could result in the arterial catheter being: pulled back, lifting, causing a change in the arterial blood pressure waveform-and therefore misinterpretation of patient's blood pressure, and possible large loss of blood. This report addresses statlock one.